Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 402mg/dl. The customer treated with bolus. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. Customer indicated that the cannula was bent. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.